Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified cephalic vein. After a 4fr non-bsc introducer sheath was placed and a 0.018 inch non-bsc guidewire crossed the lesion, a 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 4mmx4cm mustang balloon catheter which was inflated at 15 atmospheres. The lesion was sufficiently dilated and the procedure was completed. No patient complications nor injuries were reported.